Event description:
The flouroscopic imaging system was being used to image a pt. The monitor in the x-ray room was mounted on an overhead unit. When the monitor was moved to allow images to be viewed, the monitor broke loose from the base and fall. It hit the pt on the arm and a radiology technologist on the arm and head. Injuries were reported to be not serious.